Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The device was not detected on the bus. The customer reported that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pyxi bus cable was loose. The field service engineer tightened it from the controller on matrix drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.